Event description:
It was reported that alarm 18 occurred and insulin delivery had been suspended for an extended period of time, during which customer's blood glucose was reported as high but no specific value was known. Customer consumed protein to address high blood glucose, did not require assistance from a third party, and technical support explained that the alarm served as a reminder of prolonged suspension, which customer understood and acknowledged.